Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they kept having air bubbles in the reservoir. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 67 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.